Event description:
It was reported that during an unk procedure, the clips were falling out. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this tiime.